Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr) with thickened leaflets. An xtw clip was successfully prepared and inserted per the instructions for use and grasped the leaflets successfully. During the deployment sequence, the clip did not pass the first establishing of final arm angle (efaa) as the device would open continuously from 20 degrees to 40-45 degrees. Efaa was attempted multiples times but the issue persisted. The device was removed without incident, and a replacement clip was used to complete the procedure successfully reducing the mr to grade 3. There was no patient consequences or clinically significant delay. No additional information was provided.